Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices are being filed under separate medwatch report numbers.

Event description:
This is filed to report endocarditis it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted the patient had a complex clinical background. Three clips were successfully implanted, reducing mr to a grade of 1+. Two weeks later, the patient remained hospitalized due to the complex clinical background. Transthoracic echocardiography (tte) was performed and showed the first implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. The physician then observed endocarditis. Therefore, heart surgery was performed. The patient remains in the hospital and is stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the patient effect of endocarditis appears to be related to procedural circumstances. Endocarditis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.